Manufacturer narrative:
Multiple patients involved; the customer replaced the lamp and cleaned the water bath and cuvettes. Ultimately, the issue was resolved by replacing part number 7-35009685-02 tubing, peristaltic head (rohs). A review of service history for the architect c16000 processing module, serial number (B)(4) revealed no additional service tickets associated with discrepant/erratic results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the part number 7-35009685-02 tubing, peristaltic head (rohs) did not identify any trends. Review of tracking and trending for the architect c16000 processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tubing, peristaltic head (rohs) or the architect c16000 processing module, serial number (B)(4) was identified.

Event description:
The customer identified discrepant total bilirubin results for two patients. The following information was provided: sid (B)(6) initial result 10 umol/l, repeated 5 umol/l. Sid (B)(6) initial result 15 umol/l, repeated 9.1 umol/l. No impact to patient management was reported.